Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) pacing was inhibited when the analyzer was set to aai and the rv lead was still connected to the existing implantable pulse generator (ipg). A new ipg was connected to the patient's rv lead and the pacing inhibition was not observed again. No patient complications have been reported as a result of this event.